Event description:
Surgeon was attempting to insert the device into a tight space. He initially inserted the device obliquely, then used several different tamps in various ways in an effort to make the device fit transversely. As the surgeon was performing this, a portion of the device broke off from the rest of the device. The surgeon removed the broken piece, leaving the rest of the device in place and proceeded to complete the surgery by placing grafting material around the device. The surgery was prolonged less than 5 minutes as a result of the incident. The surgeon is reportedly not planning on any revision or additional surgery at this time, and is content to leave everything as is and wait to see how the fusion at the surgical site progresses.